Manufacturer narrative:
Updated.

Event description:
Edwards received information that a patient experienced an arrhythmia event after the implantation of a valve model: 8300ab23. A permanent pacemaker was needed. As reported the valve was implanted in full sternotomy. There was no excessive debridement of the annulus prior to device implant. As per surgeon, the valve was properly implanted. The patient outcome was noted as very well.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patient required a permanent pacemaker after the implantation of the intuity valve. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a patient experienced an arrhythmia event after the implantation of a valve model 8300ab23. A permanent pacemaker was needed. As reported the valve was implanted in full sternotomy. No other information was provided.